Manufacturer narrative:
G4:07jul2020. B4:14dec2020. Per-key market, the unknown noise was confirmed by an investigation that the sound was generated when a high concentration of oxygen was in use or a lot of leak from the circuit. This phenomenon occurs when an operation amount of the oxygen solenoid valve becomes large in order to keep the supplied oxygen concentration, and a popping sound is generated from around the air inlet port. Since this is not a failure but an operational sound of the device, there is no part to be replaced to address the phenomenon. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported that the unit has unknown noise. The customer reported that the unit was in use on patient, but there was no patient harm reported. Patient information was requested from the key market. No patient data was able to be obtained, but there was no medical intervention that took place. The customer contacted product support and requested for service repair.

Manufacturer narrative:
G4:23dec2020. B4:31dec2020. The service technician confirmed during investigation that the sound was generated when high concentration of oxygen was in use or when there was a lot of leak from the circuit. This phenomenon occurs when operation amount of the oxygen solenoid valve becomes large in order to keep the supplied oxygen concentration and a popping sound is generated from around the air inlet port. Since this is not a failure but operational sound of the device, there is no part to be replaced to address the phenomenon.since the remaining lease term is about 5 months, the unit will be returned without serviced submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.